Event description:
During pt treatment the internal batteries of the infant flow system discharged to the point of being unable to power the device, indicated by a caution light. The pt was placed on another infant flow system without compromise.